Event description:
Operation stopped after high pressure alarm was displayed. Turbine also stopped when turned on. Hi press did not cease but the turbine stopped. If it is made to start, pressure will be 100cmh2o, and the turbine stopped after 3 seconds. Home patient. There is no "healthy damage."